Event description:
An altitude alarm was reported on the pump, which resulted in the suspension of insulin delivery. The customer's blood glucose level at the time of the event was 307.8 mmol/l, indicating no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove any obstruction from the speaker holes and clean them, as well as to remove and reconnect the cartridge. Insulin delivery was successfully resumed on the first attempt after following these steps.